Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to extend and retract. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and no traces of blood. After applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.